Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2017 to the bilateral lower abdomen using cooladvantage plus applicator and on (B)(6) 2017 to the bilateral love handles using cooladvantage applicator coolcurve contour and on (B)(6) 2017 bilateral inner thighs using a cooladvantage applicator coolfit contour and on (B)(6) 2017 to the bilateral lower abdomen using cooladvantage plus applicator and on (B)(6) 2018 to the bilateral upper abdomen using cooladvantage plus applicator, who developed paradoxical hyperplasia (pah/ph) 1.5-2 weeks after treatment. On (B)(6) 2018 the patient was assessed by a physician who diagnosed the upper abdomen with paradoxical adipose hyperplasia.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2017 to the bilateral lower abdomen using cooladvantage plus applicator and on (B)(6) 2017 to the bilateral love handles using cooladvantage applicator coolcurve contour and on (B)(6) 2017 bilateral inner thighs using a cooladvantage applicator coolfit contour and on (B)(6) 2017 to the bilateral lower abdomen using cooladvantage plus applicator and on (B)(6) 2017 to the bilateral upper abdomen using cooladvantage plus applicator, who developed paradoxical hyperplasia (pah/ph) 1.5-2 weeks after treatment. On (B)(6) 2018, the patient was assessed by a physician who diagnosed the upper abdomen with paradoxical adipose hyperplasia.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.